Event description:
It was reported that the patient had a refill on the day prior to this report and, since then, the patient¿s personal therapy manager (ptm) refill date had not been updated. The patient believed that the healthcare provider (hcp) forgot to update the pump. However, the managing hcp indicated that the cause of the inaccurate ptm refill date was unknown. To the hcp¿s knowledge, no action was needed and the issue was resolved. It was noted that the patient had no complaints as of her last appointment. The patient did not experience any symptoms. The device system was used to deliver morphine 2.198mg/day at 10mg/ml. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8840, product type: programmer, physician. (B)(4).